Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis contralateral leg components (pxc121000/05623017, pxc141000/05194302) and aortic extender component (pxa230300/05124835, pxa280300/05225865, pxa280300/04985790) to repair a dissected thoracoabdominal aneurysm. It was reported that pxc141000 and the aortic extender components were implanted covering the entry tear located at the thoracic aorta, and pxc121000 covered the reentry tear close to the aortic bifurcation, therefore, the false lumen was completely occluded. It was also reported that the patient's left lower extremity obtained blood supply from the false lumen, the femoral-femoral artery bypass procedure from right to left was performed to secure flow to the left extremity. The patient tolerated the procedure. On (B)(6) 2008, one month follow-up examination identified an endoleak from the entry tear. It was reported that the cause of the endoleak was lack of sealing at the entry tear. The physician decided to monitor the patient, expecting that the false lumen would be eventually thrombosed. On (B)(6) 2008, the aneurysm ruptured. An additional procedure was emergently performed to repair the rupture where a gore® excluder® aaa endoprosthesis contralateral leg component (pxc141400/05688514, pxc141400/05720584) were implanted at the level of celiac, superior mesenteric, and both renal arteries. The bypass procedures from the right external iliac artery to the celiac and superior mesenteric artery were performed. There was no bypass established to the both renal arteries as the patient was under dialysis. The patient was transferred to the intensive care unit (ICU) after the additional procedure. On (B)(6) 2008, the patient expired in the ICU due to multiple organ failure. It was reported that the cause of the death was related to the rupture, leading to blood loss and hypotension, and eventually multiple organ failure.

Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis contralateral leg components (pxc121000/05623017, pxc141000/05194302) and aortic extender component (pxa230300/05124835, pxa280300/05225865, pxa280300/04985790) to repair a dissected thoracoabdominal aneurysm with diameter of 87x84mm. It was reported that pxc141000 and the aortic extender components were implanted covering the entry tear located at the thoracic aorta, and pxc121000 covered the reentry tear close to the aortic bifurcation, therefore the false lumen was completely occluded. It was also reported that the patient's left lower extremity obtained blood supply from the false lumen, the femoral-femoral artery bypass procedure from right to left was performed to secure flow to the left extremity. The patient tolerated the procedure. On (B)(6) 2008, one month follow-up examination identified an endoleak from the entry tear with the aneurysm enlarging to 97x86mm. It was reported that the cause of the endoleak was lack of sealing at the entry tear. The physician decided to monitor the patient, expecting that the false lumen would be eventually thrombosed. On (B)(6) 2008, the aneurysm ruptured. An additional procedure was emergently performed to repair the rupture where a gore® excluder® aaa endoprosthesis contralateral leg component (pxc141400/05688514, pxc141400/05720584) were implanted at the level of celiac, superior mesenteric, and both renal arteries. The bypass procedures from the right external iliac artery to the celiac and superior mesenteric artery were performed. There was no bypass established to the both renal arteries as the patient was under dialysis. The patient was transferred to the intensive care unit (ICU) after the additional procedure. On (B)(6) 2008, the patient expired in the ICU due to multiple organ failure. It was reported that the cause of the death was related to the rupture, leading to blood loss and hypotension, and eventually multiple organ failure.